Event description:
The customer reported to philips healthcare that the display flickered. The flickering would lessen after the device was on for a while. There was no patient involvement.

Manufacturer narrative:
(B)(4).